Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis revealed pump motor and gear train anomalies related to corrosion and/or wear and/or lubrication, and stall due to shaf t-bearing. Interrogation of the device revealed it contained sufenta, bupivacaine, clonidine, and baclofen. (B)(4).

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. Conclusion code no longer applies. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer's representative on 2017-apr-17. The pump was replaced on (B)(6) 2017 and returned to the manufacturer for analysis.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving an unknown drug via an implantable pump. The indication for use was spinal pain. The healthcare provider reported that the patient¿s pump had a motor stall occur on (B)(6) 2017 at a ¿specific time¿. The healthcare provider checked the logs a motor stall recovery had not occurred. There were no environmental, external, or patient factors that may have led or contributed to the event. When the healthcare provider asked the patient if they had any magnetic interference the patient denied it. The diagnostics and or troubleshooting performed was reported as the logs were checked and a pump replacement planned, although it had not been scheduled. The issue was not resolved at the time of the event and the patient status was noted as alive, no injury. No patient symptoms reported and no further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.